Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent supraventricular tachycardia (svt) ablation and the patient experienced pericardial effusion that required pericardiocentesis. Toward the end of the case, the patient's blood pressure started to tank (hypotension). The physician used the intracardiac echocardiography (ice) catheter (soundstar catheter) and saw an effusion around the right ventricle (rv). A pericardiocentesis was performed, with 350ml of fluid removed. The patient was stable. The physician believes the rv inquiry quad catheter (competitor) may have caused the issue. Of note, during emergency care for the patient due to the above adverse event, the green patch sensor cable was damaged- the staff cut the cable with scissors.